Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an inaccuracy between the continuous glucose monitor (cgm) and blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A global transmitter functional test was performed and the transmitter passed. A pairing test with (B)(4) bluetooth device was performed and the transmitter passed. A voltage test was performed and the transmitter passed. The share data log was reviewed and found that there was a low wedge error, an indication of an inaccurate cgm. The reported inaccuracy was confirmed. A probable cause was determined to be a low wedge error.